Event description:
It was reported, that this lead left bundle (lb) lead was an attempted implant, due to patient's past medical history (septa I scar). An optimal lb pacing was not achieved. The lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).